Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2019 to remove an anchor that was implanted on (B)(6) 2017.

Manufacturer narrative:
Reference: (B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. DHR was reviewed and no discrepancies relevant to the reported event were found. DHR was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2019 to remove an anchor that was implanted on (B)(6) of 2017.